Manufacturer narrative:
No part returned for failure analysis; investigation terminated.

Event description:
Reports states unit vent inop. No pt injury communicated to service agent by reporting facility.